Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On (B)(6) 2023, it was reported by a sales representative via sems that a ar-9628s modular glenoid system 3.0 mm drill sheered off. This occurred during a reverse total shoulder replacement on (B)(6) 2023 when the drill sheered off from it's hudson adapter while drilling the glenoid. The broken fragment was retrieved, and the case was completed using a new drill. There was no patient effect reported.

Manufacturer narrative:
Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to user error of the device due to improper bone preparation, misaligned insertion and/or prying/leveraging during use.

Event description:
Additional information was provided on 02/09/2023 where it was reported by a sales representative that the patient had normal bone quality.